Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that arthrogram tray had foreign matter in the tray. This was discovered before use. The following information was provided by the initial reporter: material no: 4325 batch no: 0001331662. It was reported that: debris found in sterile arthrogram trays on two different incident dates (6/1 and 6/4). I have received two reports of sterile arthrogram trays not being sterile upon opening.

Event description:
It was reported that arthrogram tray had foreign matter in the tray. This was discovered before use. The following information was provided by the initial reporter: material no: 4325; batch no: 0001331662. It was reported that: debris found in sterile arthrogram trays on two different incident dates (B)(6) and (B)(6)). I have received two reports of sterile arthrogram trays not being sterile upon opening.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-06-26. H6: investigation summary: sample evaluations and evaluation of the pictures provided confirmed the reported failure mode with foreign matter located in/on the trays. A DHR review of all applicable manufacturing records for the lot did not identify any issues that may have contributed to the reported failure mode. Associates are required to wear proper ppe to minimize any transfer of debris from the associate or work area to the product. A review of the manufacturing process noted this product code is manually assembled. Based on the reported failure mode, the most likely source for this complaint was identified as inadvertent transfer of hair into the tray during the assembly of the unit. The investigation did note this product code is assembled in a controlled manufacturing environment with specific controls and requirements to minimize debris transfer into a finished good assembly.